Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise and low pacing impedance on the atrial lead were noted potentially due to lead damage. No further intervention was performed at this time and the lead will continue to be monitored until explant. The patient was stable with no adverse consequences.